Manufacturer narrative:
The system was evaluated at the site. The emitter was re-plugged in and the reported issue was not able to be duplicated by medtronic personnel. The system was fully functional with green status. There were no further issues.

Event description:
A medtronic rep reported the s7 system froze during a case. He does not have add'l details about the freeze but indicated that it happened in navigate. There was no impact on the pt outcome reported.